Event description:
Physician was not happy with the position of the device and was attempting to draw the device back into the sheath when they felt the cable "give" and the device became unattached to the delivery cable.